Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, lidocaine 1% 30 ml injection had the maximum and minimum inventory levels set to 8 and 4, respectively, on the pyxis server; however, the medication was found to be out of stock. However, there were no delays or adverse events or injuries reported based on this event.